Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer found no failures on station. Possibly user initiated failure. The system functioned as intended after the field service engineer troubleshooted the device.